Event description:
Information was received that this smiths medical cadd solis hpca pump failed volumetric accuracy testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the pump was visually inspected and delivery and functional testing performed and the pump passed all testing. The customer's reported problem regarding delivery accuracy was unable to be duplicated. According to the investigation three separate delivery accuracy tests were per formed; and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.